Event description:
Complainant alleged that while attempting to treat an (B)(6) male pt, the device self-charged w/o any user interaction. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.